Event description:
It was reported that, the tip of the fiber broke off during lasering. The fiber was replaced and another fiber was used to complete the procedure. There were no patient complications.